Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed during a 12 lead ECG during a patient event. There was no report of patient harm.